Event description:
It was reported that after the rx acculink stent implantation in the heavily calcified right internal carotid artery, the patient reported diplopia with right gaze and displayed left medial rectus weakness with right gaze. The patient was also found to have partial hemianopia on the post-procedure nih stroke scale. No treatment was provided. The condition is improving. The patient was discharged home 5 days after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.